Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer found that the rinse arm assembly was broken. He replaced the rinse arm assembly, the rinse mechanism check valve, and the sample probe. He checked and adjusted the volume of water used for cell blank measurement in the reaction cells and verified the proper detergent fill in the reaction cells. He ran mechanism checks and precision testing with results within specifications. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The k electrode expiration date was not provided. The c501 (ul) v module serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 1 patient sample tested on a cobas 6000 c501 (ul) v module. Results for the potassium (k) test were affected. Initial result: 1.5 mmol/l. Data flags accompanied the other ise results, prompting the repeat of this sample. No questionable result was reported outside the laboratory. Repeat result: 4.63 mmol/l.